Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the hospital pending discharge after the implantable cardiac monitor was implanted. During pre-discharge check, the device exhibited undersensing. The patient remained in the hospital until (B)(6) 2018 and was discharged with no further episodes noted. The patient was seen in clinic on (B)(6) 2018 and device function remained normal. The patient was in stable condition and would be monitored remotely and in-clinic visits.